Event description:
In 2009, the pt reported that her infusion sets are causing her blood glucose to elevate to 300 mg/dl. She feels her blood glucose began to elevate after beginning use of a new box of infusion sets. She last changed her infusion set and insulin cartridge the day prior. The infusion sets do not appear to be damaged. Her normal blood glucose level is 110 mg/dl. She injected 10 units of insulin via syringe to lower her blood glucose. She stated that she does not store her insulin in the refrigerator per the physician. She stated that she has scar tissue and limited areas to use for infusion sites. Upon follow up six days after the original date, the pt stated that she is doing well since beginning use of a new box of infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.